Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence and adhesions. The instructions-for-use supplied with the device lists recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent inguinal hernia repair surgery on (B)(6) 2018 and a bard mesh (bard flat mesh) was implanted to repair the defect. It is alleged that further to implantation of the product, the patient suffered the development of hernia recurrence, mesh adhesions, gastrointestinal complications and chronic pain. Attorney alleges that the patient underwent a corrective revision surgery on (B)(6) 2019. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges the patient suffered permanent injuries including scarring, disfigurement, suffering and physical disability. It is alleged that the patient continues to undergo medical care and treatment. It is also alleged the device was defective.